Manufacturer narrative:
The pump was received with a cracked keypad overlay and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 12-mar-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 12-mar-2024 listed on smartsolve. Dailytotalcollectionstarttime = 03/12/2024 00:00:00.000, dailytotalofallinsulindelivered = 72.675, dailytotalofbasalinsulindelivered = 27.275, dailytotalofbolusinsulindelivered = 45.4. 03/12/2024 00:22:55.000 normalbolusdelivered, bolusprogrammingmethod = cl1 food bolus (670 only), normalbolusamountprogrammed = 9, bolusamountdelivered = 9. 03/12/2024 01:37:38.000 normalbolusdeliver, bolusprogrammingmethod = cl1 food bolus (670 only), normalbolusamountprogrammed = 7.6, bolusamountdelivered = 7.6. 03/12/2024 05:46:13.000 normalbolusdelivered, bolusprogrammingmethod = cl1 bg correction + food bolus, normalbolusamountprogrammed = 4.7, bolusamountdelivered = 4.7. 03/12/2024 07:24:16.000 normalbolusdelivered, bolusprogrammingmethod = cl1 food bolus (670 only), normalbolusamountprogrammed = 7.1, bolusamountdelivered = 7.1. 03/12/2024 16:54:48.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 6.7, bolusamountdelivered = 6.7. 03/12/2024 22:22:30.000 normalbolusdelivered, bolusprogrammingmethod = cl1 bg correction + food bolus, normalbolusamountprogrammed = 10.3, bolusamountdelivered = 10.3. There was no 25 units bolus delivery recorded on the event date of 12-mar-2024 in the formatted history file. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 12-mar-2024 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 20:31:05.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2024 04:02:00.000. Sg calibration error (776) was recorded and found in the formatted history file on: (B)(6) 2024 02:27:10.000, (B)(6) 2024 01:38:01.000. Lost sensor 2 alert (781) was recorded and found in the formatted history file on: (B)(6) 2024 04:21:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: (B)(6) 2024 12:44:30.000, (B)(6) 2024 16:42:09.000, (B)(6) 2024 09:18:14.000, (B)(6) 2024 10:14:50.000. All buttons function properly. No unexpected pump error 61 (stuck key alarm) noted during testing. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: (B)(6) 2024 15:31:48.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 20:14:34.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 23:21:26.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 23:22:48.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 05:49:02.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 18:32:13.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2024 08:54:36.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 08:56:10.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 08:57:48.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. The p-cap locks properly into the reservoir compartment; however, a partially broken retainer was noted during testing. The following were noted during visual inspection: a scratched case. Retainer ring damage (a partially broken retainer) was confirmed. Cosmetic damage was confirmed at the keypad overlay (center button) and back of the battery compartment. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for no delivery alarm/insulin flow blocked alarm and possible over delivery anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm, physical damage to pump. The customer reported blood glucose value of 47 mg/dl. The customer reported hypoglycemia, hypoglycemia treated with ems/ambulance/ER visit, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-396a, mmt-332a, mmt-7020a, mmt-1780kl. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported insulin flow blocked alarm (past/resolved event). Issue was resolved. No further patient complications were reported. No product return is required for mmt-396a. No product return is required for mmt-332a. No product return is required for mmt-7020a. Mmt-1780kl was requested and customer response was the device will be returned. Frn-mmt-332-rsvr,unomed inf set,ozp-mmt-7020- snsr